Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced palpitations. At the time, her dexcom cgm showed an estimated glucose value (egv) of 55 mg/dl. A confirmatory bg check was not performed. Concerned, her spouse transported her to the emergency department (ed). Upon arrival at the ed, a point-of-care bg reading was 368 mg/dl, while the dexcom continued to display 55 mg/dl. Due to the discrepancy and concerns about sensor accuracy, both the dexcom sensor and insulin pump were removed. The patient received intravenous fluids and potassium supplementation. She was subsequently admitted to the intensive care unit (ICU), where she was treated with an insulin IV drip along with continued fluids and electrolyte management. She responded well to treatment and was discharged from the ICU on (B)(6) 2025, at approximately 10:00 am. At the time of discharge, her glucose levels had normalized, and she was reported to be feeling okay. Of note, the patient uses beta bionic ilet pancreas system. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient experienced palpitations. The reported glucose values fall within the d zone of the parkes error grid when checked in ed. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.